Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while resecting the stomach and while using the first reload, during a laparoscopic mini gastric bypass, the surgeon placed the jaws on the stomach and pressed the green button but the stapler was not able to fire. The staple line was incomplete proximally. They replaced the tan reload to purple and then switched to a different device set to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The electrically erasable programmable read-only memory(eeprom) was uploaded and indicated 14 autoclave cycles for the adapter. A pmv representative single use loading unit(sulu) was inserted onto the adapter with a pmv drive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.